Manufacturer narrative:
Block h6: imdr device code a0414 captures the reportable investigation results of side car rx torn material. Block h11: the returned trapezoid rx was returned for analysis. The product analysis found the side car rx damaged and broken at the proximal end. For this reason, the reported code of side car rx torn material can be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all available information is most likely that procedural factors such as handling of the device and the technique used by the physician (force applied), could have resulted in the damage encountered in the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct for lower abdominal pain during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2026. During the procedure, it was reported that guidewire sheath was ruptured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation finding of side car rx torn. Please see block h11 for full investigation details.